Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outer sheath of the catheter was detached. During the preparation of the opticross imaging catheter for percutaneous coronary intervention, it was noted that the purple adhesion section of the outer sheath was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the imaging window assembly at 81.8 cm from femoral marker at the proximal end. The catheter was received with the large telescope tubing assembly detached at the anchor seal housing bond exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. During image characterization testing, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported that the outer sheath of the catheter was detached. During the preparation of the opticross imaging catheter for percutaneous coronary intervention, it was noted that the purple adhesion section of the outer sheath was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.